Event description:
It was reported during remote follow up that the right ventricular lead displayed high defibrillation impedance. No interventions or patient consequences were reported.

Event description:
Additional information was received that the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.